Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(6) case subject: npi 8015 - unable to recognized module on the right side of the iui account name: (B)(6) account #: (B)(4) asset name: 8015ls pcu dom v9.33.1.2 a/b/g asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: biomed need assistance on 8015 sn (B)(4), unable to read the module on the right iui. Biomed tried replacing the right iui connector and also the right iui board. Still having the same issue, unable to read the channel on module when plug in on right side of the iui of 8015 unit. Failure device type: alaris system instrument failure problem type: 8015 failure mode: see case notes case resolution: I assisted biomed on 8015 sn (B)(4), unable to read the module on the right iui. Biomed tried replacing the right iui connector and also the right iui board. Still having the same issue, unable to read the channel on module when plug in on right side of the iui of 8015 unit. Resolution, I recommend biomed to consider sending it in for repair. The logic board might be faulty. Biomed found a logic board and he want to go ahead and replace the logic board. If need further assistance, biomed will call back.